Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on an unknown date with blood glucose of 419 mg/dl. The customer¿s current blood glucose level was 417 mg/dl. The customer was not treated for high blood glucose level. The customer was not wearing the insulin pump during the hospitalization. The customer reported that she had bad connection and high blood glucose level. The customer reported that she had high blood glucose level and she went off the pump and she was in hospital. The insulin pump will not be returned for analysis.